Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was explanted and replaced.

Event description:
It was reported that the patient 's ipg had tipped and patient is experiencing pain at the ipg site. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.